Event description:
The customer reported via phone call that the insulin pump alarmed button error and would not allow the customer to do anything. The customer stated that she tried changing the battery, but the insulin pump continued to beep. The customer did not know the blood glucose reading. She noted that she had just completed a bolus about 10 minutes prior to the issue. She went to check that the bolus was successful and about 5 minutes later, she found that the screen had froze. When she replaced the battery, the insulin pump alarmed button error. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.